Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014; t510c31 tissue valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead had intermittent undersensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.